Event description:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) was leaking upon preparation. The device never reached the patient, as a new mynx was opened for use once a balloon leak was detected. There was no reported patient injury. The device was not used on the patient. The device was stored appropriately with no apparent damage to the device or packaging upon opening. It was prepared according to the instructions for use (IFU). The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6-12f mynx control venous vascular closure device (vcd) was leaking upon preparation. The device never reached the patient, as a new mynx was opened for use once a balloon leak was detected. There was no reported patient injury. The device was not used on the patient. The device was stored appropriately with no apparent damage to the device or packaging upon opening. It was prepared according to the instructions for use (IFU). One non-sterile mynx control venous vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in the manufactured position and was fully covered by the sealant sleeves. Evaluation of the sealant sleeve condition revealed no abnormal conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An inflation and deflation functional evaluation of the balloon was performed. During this testing, no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon leak noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control venous IFU instructs users to ¿fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.